Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked event at site on 23-oct-2024. Patient changed supplies as necessary and resumed insulin therapy. No further information.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.